Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), hypersensitivity ("allergic type reactions/rashes"), genital haemorrhage ("abnormal bleeding") and bladder disorder ("surgery (other) type of surgery: bladder reconstruction") in an adult female patient who had essure (batch no. 774387) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's concurrent conditions included anxiety, contact dermatitis and post coital bleeding. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urticaria ("allergic or hypersensitivity reaction: hives/rashes or skin conditions type: urticaria"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraine/headache"), headache ("migraine/headache"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and weight increased ("weight gain / loss specify which one: weight gain"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/urinary tract/vaginal)type: uti"), incontinence ("bladder or urinary problems or changes: incontinence"), sensitivity of teeth ("dental problems sensitive teeth, dry mouth, broken tooth"), dry mouth ("dental problems sensitive teeth, dry mouth, broken tooth"), tooth fracture ("dental problems sensitive teeth, dry mouth, broken tooth") and alopecia ("hair loss"). In 2017, the patient experienced polyp ("other injury or complications-describe: polyp"). In 2018, the patient experienced bladder disorder (seriousness criterion medically significant). On an unknown date, the patient experienced hypersensitivity (seriousness criterion medically significant), genital haemorrhage (seriousness criteria medically significant and intervention required) and back pain ("back pain"). The patient was treated with surgery (hysterectomy partial, salpingectomy bilateral), surgery (ablation), surgery (bladder reconstruction) and alternative therapy (diet change). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, hypersensitivity, genital haemorrhage, urticaria, female sexual dysfunction, migraine, nausea, sensitivity of teeth, dry mouth, tooth fracture, dysmenorrhoea, bladder disorder, dyspareunia, vaginal discharge and back pain had resolved and the vaginal haemorrhage, menorrhagia, urinary tract infection, incontinence, headache, allergy to metals, fatigue, weight increased, alopecia and polyp outcome was unknown. The reporter considered allergy to metals, alopecia, back pain, bladder disorder, dry mouth, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, incontinence, menorrhagia, migraine, nausea, pelvic pain, polyp, sensitivity of teeth, tooth fracture, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff's physician has recommended surgical removal of the device, but the removal surgery date has not yet been scheduled. Plaintiff will be forced to undergo a major surgery as a result of her essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: urticaria, nickel allergy. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs and mr received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), hysterectomy (partial), allergic or hypersensitivity reaction type: hives, infection (bladder/urinary tract/vaginal), apareunia (inability to have sexual intercourse), rashes or skin conditions type: urticaria, bladder or urinary problems or changes, migraines / headaches, salpingectomy (bilateral removal of fallopian tubes), nausea, dental problems, nickel allergy, dysmenorrhea (cramping), surgery (other) type of surgery: bladder reconstruction, dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, weight gain / loss specify which one: weight gain, hair loss, back pain were added. Patient's medical history was added. Outcome of the events updated. Lot number received. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), dermatitis allergic ("allergic type reactions/rashes") and bladder disorder ("surgery (other) type of surgery: bladder reconstruction") in an adult female patient who had essure (batch no. 774387) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's concurrent conditions included anxiety, contact dermatitis and post coital bleeding. Concomitant products included cetirizine hydrochloride (zyrtec) since 2015, cyanocobalamin (b12-vitamiin) since 2015, escitalopram oxalate (lexapro) since 2015, oxycodone since 2018, paroxetine hydrochloride (paxil) and phentermine since 2016. In 2011, the patient experienced urticaria ("allergic or hypersensitivity reaction: hives/rashes or skin conditions type: urticaria"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migarine/headache"), headache ("migraine/headache") and nausea ("nausea"). In (B)(6) 2012, the patient experienced bladder disorder (seriousness criterion medically significant). In 2012, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal)type: uti"), urinary incontinence ("bladder or urinary problems or changes: incontinence"), sensitivity of teeth ("dental problems sensitive teeth, dry mouth, broken tooth"), dry mouth ("dental problems sensitive teeth, dry mouth, broken tooth") and tooth fracture ("dental problems sensitive teeth, dry mouth, broken tooth"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dermatitis allergic (seriousness criterion medically significant), polyp ("other injury or complications-describe: polyp"), back pain ("back pain"), pruritus ("itching"), cervical cyst ("nabothian cyst"), adnexa uteri cyst ("paratubal cyst") and adenomyosis ("adenomyosis"). The patient was treated with surgery (robotic assisted laparoscopic hysterectomy total), surgery (ablation), surgery (bladder reconstruction) and alternative therapy (diet change). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dermatitis allergic, vaginal haemorrhage, menorrhagia, urticaria, female sexual dysfunction, migraine, nausea, sensitivity of teeth, dry mouth, tooth fracture, allergy to metals, dysmenorrhoea, bladder disorder, dyspareunia, vaginal discharge and back pain had resolved and the urinary tract infection, urinary incontinence, headache, fatigue, weight increased, alopecia, polyp, pruritus, cervical cyst, adnexa uteri cyst and adenomyosis outcome was unknown. The reporter considered adenomyosis, adnexa uteri cyst, allergy to metals, alopecia, back pain, bladder disorder, cervical cyst, dermatitis allergic, dry mouth, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, polyp, pruritus, sensitivity of teeth, tooth fracture, urinary incontinence, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff's physician has recommended surgical removal of the device, but the removal surgery date has not yet been scheduled. Plaintiff will be forced to undergo a major surgery as a result of her essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: urticaria, nickel allergy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2018: pfs and medical record received:event itching, nabothian cyst, paratubal cyst, adenomyosis added. Reporters added. Event abnormal bleeding outcome added as recovered. Case got medically confirmed yes. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), dermatitis allergic ("allergic type reactions/rashes"), genital haemorrhage ("abnormal bleeding") and bladder disorder ("surgery (other) type of surgery: bladder reconstruction") in an adult female patient who had essure (batch no. 774387) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's concurrent conditions included anxiety, contact dermatitis and post coital bleeding. On (B)(6) 2011, the patient had essure inserted. In (B)(6) , the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urticaria ("allergic or hypersensitivity reaction: hives/rashes or skin conditions type: urticaria"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraine/headache"), headache ("migraine/headache"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) , the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/urinary tract/vaginal)type: uti"), urinary incontinence ("bladder or urinary problems or changes: incontinence"), sensitivity of teeth ("dental problems sensitive teeth, dry mouth, broken tooth"), dry mouth ("dental problems sensitive teeth, dry mouth, broken tooth"), tooth fracture ("dental problems sensitive teeth, dry mouth, broken tooth") and alopecia ("hair loss"). In (B)(6) , the patient experienced polyp ("other injury or complications-describe: polyp"). In (B)(6) , the patient experienced bladder disorder (seriousness criterion medically significant). On an unknown date, the patient experienced dermatitis allergic (seriousness criterion medically significant), genital haemorrhage (seriousness criteria medically significant and intervention required) and back pain ("back pain"). The patient was treated with surgery (hysterectomy partial, salpingectomy bilateral), surgery (ablation), surgery (bladder reconstruction) and alternative therapy (diet change). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dermatitis allergic, genital haemorrhage, urticaria, female sexual dysfunction, migraine, nausea, sensitivity of teeth, dry mouth, tooth fracture, dysmenorrhoea, bladder disorder, dyspareunia, vaginal discharge and back pain had resolved and the vaginal haemorrhage, menorrhagia, urinary tract infection, urinary incontinence, headache, allergy to metals, fatigue, weight increased, alopecia and polyp outcome was unknown. The reporter considered allergy to metals, alopecia, back pain, bladder disorder, dermatitis allergic, dry mouth, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, polyp, sensitivity of teeth, tooth fracture, urinary incontinence, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff's physician has recommended surgical removal of the device, but the removal surgery date has not yet been scheduled. Plaintiff will be forced to undergo a major surgery as a result of her essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: urticaria, nickel allergy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.